Event description:
Hcv lead dislodgement vs device failure/lead fracture. Pt presented for routine eval and noted to have increased impedance numbers for his hcv lead asymptomatic. Consulted with tech service with medtronic and felt pt should be admitted as it was uncertain if he would receive high energy therapy if needed due to this high-energy number for repositioning. Replacement of hcv lead and defibrillator device. Lead removed and another ventricular defibrillator placed and dft testing was done at 14 joules successfully.